Manufacturer narrative:
A lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years nine months post filter deployment, abdomen 2 view revealed ivc filter projected to the right margin of l2 with magnification views there appears to be a short segment wire extending from the apex of the filter which may be a fractured leg. Subsequently next day, patient was scheduled for filter retrieval. Additionally, it appears that one of the struts of this filter had embolized the right ventricle and at the time of pericardial window it could be seen slightly protruding the right ventricle, which was pulled through and removed. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts detached and perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The detached strut was removed via an open chest procedure and the patient experienced chest pain; however, the current status of the patient is unknown.